Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. The implant was returned with the complaint for review. Visual examination confirmed presence of low density polyethylene (ldpe) residue was adhered to the polished surface of an lps option femoral implant. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, when the surgical technician took the femur out of package to be implanted, it was noted that polyethylene material was adhered to the surface of the femoral component. The technician attempted to wipe it away, but the residue remained. The doctor requested another prosthesis to complete the procedure.